Event description:
It was reported that a patient was receiving a primary infusion of 1000mcg fentanyl in 100ml normal saline. The infusion was started at 50mcg/hour, then titrated to 75mcg/hour, and then titrated again to 100mcg/hour. The infusion was expected to last for ten-twenty hours, but was empty earlier than expected. There was no patient harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Requested patient demographics however not provided.

Event description:
It was reported an unspecified suspected fentanyl over-infusion event that occurred in the ICU. The customer confirmed that there was no patient harm reported. Although requested, no further details were provided by the customer for this event at this time.